Manufacturer narrative:
Additional information was requested to determine what device the cables were being used with, were that cables ever able to connect to the device and if the cause of the alleged issue was determined. The response was "unknown", the cables are not functioning. Philips was advised that the cables were replaced to resolve the reported issue. No additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that spo2 cords are not functioning. They do not properly connect and accurately monitor spo2. The device was in use on a patient at the time of the event. There was no adverse event reported.